Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic with three inappropriate auto mode switching episodes. The inappropriate auto mode switching episodes were triggered by atrial events falling into the post ventricular atrial refractory period, thus, atrial pacing was given. The physician turned off the auto mode switching electrogram trigger. The patient condition is stable.